Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#: (B)(6) serial#, implanted: on (B)(6) 2011, explanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (1500 mcg/ml at 700 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient said that one month ago, she started having episodes of feeling like she was getting too much pain medication. These episodes would self-resolve. The physician did dye study and was unable to aspirate at catheter access port (cap). There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the whole system was replaced. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient weight was unknown. The patient medical history is chronic pain. The patient was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that the cause of being unable to aspirate was not determined. The cause of 'having episodes of feeling lie she was getting too much pain medication' were not determined.